Event description:
Reporter alleged obtaining the results of 20 mg/dl and 21 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated she drank orange juice and then obtained another result of 74 mg/dl on the same compact plus system within 10 minutes of both prior results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 20 mg/dl and 21 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated she drank orange juice and then obtained another result of 74 mg/dl on the same compact plus system within 10 minutes of both prior results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the product.